Event description:
Boston scientific crm received information that this dextrus right ventricular lead exhibited non-capture, which resulted in a syncopal episode for the patient. In a revision procedure to reposition the lead, the lead impedance measurements could not be obtained due to high intrinsic rates, and the helix mechanism was stuck. The lead was removed from service and successfully replaced by a new lead.